Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photographs of the explanted product were provided. Visual evaluation identified the following: the rim of the liner was fractured. No further evaluation was possible with the photographs provided. It was reported that the fracture occurred in-vivo. However, it is unknown when the liner fractured. Lot identification is necessary for review of device history records; lot number was not provided for the liner. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Unknown-unknown head-unknown. Unknown-unknown shell-unknown. Unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00437. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a hip revision approximately 13 years post implantation due to recurring dislocations. During the procedure the liner was found to be fractured on the edge. Attempts have been made and additional information on the reported event is unavailable at this time.